Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 67 year old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella device could not run higher than pump speed level p5. A transthoracic echocardiogram (tte) was performed identifying bleeding problems in the groin. It is unknown how hemostasis was achieved regarding groin bleed or suction alarms. It is unknown how pump flow issue was resolved. Subsequently, impella was successfully weaned and explanted. Patient tolerated the procedure and condition was stable post procedure.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.